Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (10mg/ml a t 3mg/day) via an implantable pump for unknown indications for use. It was reported that the patient complained of discomfort at the pump site in their buttocks. External factors that contributed to the event included the site of the implant and the size of the pump. No diagnostics/troubleshooting were performed. The pump will be switched to smaller size and it will be moved to their abdomen. The issue was resolved at the time of the report. The patient's weight and medical history were unknown.